Event description:
A 73 yr old female with 3 week history of anorexia and flu like symptoms. Experiencing abdominal distension, cramping & diarrhea up to 20 times per day. Pt admitted and diagnosed with small bowel obstruction. Pt taken to o.r. On 2/1, ffor exploratory lap and small bowel resection with side to side anastomosis. During post-op stay in pacu, pt experienced increased abdominal pain, abdominal distension and drop in b/p. Pt with severe anemia due to severe blood loss. Returned to o.r. Emergently where an intra-luminal bleed was found at the site of the anastomosis. Bleed was oversewn and repaired. Pt tolerated procedure well. Pt was admitted to ticu post-op. Pt discharged home 2/12/95.